Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to the patient experiencing a performance decrement. The patient was reimplanted with another cochlear device during the same surgery.